Manufacturer narrative:
Qn#(B)(4). A single lumen catheter marked 5fr on the juncture hub was returned for evaluation. The catheter was kinked and partially twisted at 10.5 and 13cm from the distal tip. The catheter was leak tested and no leaks were detected. A review of the device history records (DHR) for the catheter based on a likely lot number did not reveal any manufacturing related issues. The report that the catheter leaked could not be confirmed through testing of the returned sample. No leaks were observed during leak test although two kinks were observed in the catheter body. No leak problem was found on the returned sample.

Event description:
The customer alleges that a leak was noted at the insertion site. The catheter was removed. Medications were administered via a short catheter. No report of a patient injury.

Manufacturer narrative:
(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that a leak was noted at the insertion site. The catheter was removed. Medications were administered via a short catheter. No report of a patient injury.